Event description:
The customer stated that insulin leaked passed both o-rings of the reservoir. The reported blood glucose reading at the time of the phone call was 91 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.